Manufacturer narrative:
The t:flex pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hours to 24 hours, or off)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple auto-off alarms. Reportedly, the customer cleared the alarms. There was no reported impact to customer's blood glucose level.